Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that was not functioning properly. At a later date, the cylinder and pump were explanted and replaced with a new cylinder and pump. Upon explant, a crack was found in the cylinder connecting tube. No patient complications were reported.

Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that was not functioning properly. At a later date, the cylinder and pump were explanted and replaced with a new cylinder and pump. Upon explant, a crack was found in the cylinder connecting tube. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of one of the cylinders identified multiple leaks consistent with sharp instrument damage on one cylinder. The other cylinder presented a leak in the kink resistant tubing (krt) that was also consistent with sharp instrument damage. The pump krt had fatigued and was worn down to the filament, but the pump did not present any leaks. The pump did not pass the functional testing that was performed. Based on the information available, the pump did not operate within product specifications and could affect the functionality of the device; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of one of the cylinders identified multiple leaks consistent with sharp instrument damage. The other cylinder had a leak in the kink resistant tubing (krt), also consistent with sharp instrument damage. The tubing had fatigued and was worn down to the filament, but the pump did not present any leaks and passed the functional testing that was performed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that was not functioning properly. At a later date, the cylinder and pump were explanted and replaced with a new cylinder and pump. Upon explant, a crack was found in the cylinder connecting tube. No patient complications were reported.

Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that was not functioning properly. At a later date, the cylinder and pump were explanted and replaced with a new cylinder and pump. Upon explant, a crack was found in the cylinder connecting tube. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of one of the cylinders identified multiple leaks consistent with sharp instrument damage. The other cylinder presented a leak in the kink resistant tubing (krt) that was also consistent with sharp instrument damage. The pump krt had fatigued and was worn down to the filament, but the pump did not present any leaks and passed the functional testing that was performed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.